Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed during the same procedure. Section d6b - explant date: n/a - lens was removed during the same procedure. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) ¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it was impossible to make the intraocular lens (iol) stay in place. The iol was exchanged for a non johnson and johnson lens (eyecee model). No further information was provided.